Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, the degeneration exhibited by the bioprosthetic valve in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device was returned. Once evaluation is complete, a supplemental reporting with findings will be submitted. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 21mm 3300tfxj pericardial aortic valve, implanted approximately three (3) years and one (1) month, was explanted due to aortic stenosis secondary to calcification. The device was originally implanted for aortic valve replacement to correct aortic stenosis. After implant, there was no findings during a check up in (B)(6) 2020. In (B)(6) 2020, aortic stenosis secondary to structural valve deterioration caused by calcification was observed. On (B)(6) 2020, the patient was hospitalized due to symptom of heart failure. The device was explanted and replaced with a non-edwards mechanical valve with no adverse patient events reported. The patient status was reported as ¿recovered¿. The device was returned for evaluation. Patient medical history: dialysis patient. There was no allegation of device malfunction. However, the surgeon commented the explant seemed earlier than expected even considering the patient was dialysis patient.

Manufacturer narrative:
H3: evaluation summary: customer reports of calcification and stenosis were confirmed. X-ray demonstrated wireform intact, heavy calcification on leaflets 1 and 3, and moderate calcification on leaflet 2. Extrinsic calcific deposits were observed on the surfaces of leaflets 2 and 3 at commissure 3 on the inflow aspect. Calcification restricted leaflet mobility and led to stenosis. Host tissue overgrowth on the stent circumference was minimal at the inflow aspect. Wireform was exposed on commissure 3 and around leaflet 3 on the outflow aspect.